Event description:
(B)(6). It was reported that right bundle branch block (rbbb) and complete atrioventricular (av) block occurred. A 25mm lotus edge valve was implanted to treat the native aortic valve. Three days later, electrocardiogram (ECG) indicated right bundle branch block (rbbb). The patient's rhythm and status was stable. A followup ECG on the same date indicated complete av block. The following day, a permanent pacemaker was implanted.